Event description:
It was reported that the lead had dislodged. Decreased pacing lead impedance was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.